Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a total thyroidectomy procedure the ground needle impedance was intermittent, and nerve monitoring function was lost. It was reported a vocal cord nerve was transected, and the left thyroidectomy was not completed.

Manufacturer narrative:
Product long description, product code, common device name, catalog #, concomitant medical products grid, PMA/510(k)#, (B)(4). Follow-up report submitted to document device evaluation results. The reported malfunction, loss of recording channel, could be confirmed based on the evaluation of the laryngeal electrode, which was previously reported as the concomitant device.

Event description:
It was reported that during a total thyroidectomy procedure the ground needle impedance was intermittent, and nerve monitoring function was lost. It was reported a vocal cord nerve was transected, and the left thyroidectomy was not completed.